Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2021. During the procedure, it was noticed that the device was defective and could not be used. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands unable to deploy.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.